Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the annulus of the burr was damaged which can impede wire insertion.

Event description:
It was reported that the device had a shaft hole. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotablator rotalink plus was selected for use. During preparation, while loading rotalink plus to rotawire drive, it got bent and the shaft hole of rotalink plus was not sufficient to be loaded over the wire. Furthermore, there was a hole of noticed in the rotaburr outer shaft and it was not inserted into the patient's body. The procedure was completed with the use of another rotalink plus. No patient complications were reported and the patient status was good post procedure.

Event description:
It was reported that the device had a shaft hole. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotablator rotalink plus was selected for use. During preparation, while loading rotalink plus to rotawire drive, it got bent and the shaft hole of rotalink plus was not sufficient to be loaded over the wire. Furthermore, there was a hole of noticed in the rotaburr outer shaft and it was not inserted into the patient's body. The procedure was completed with the use of another rotalink plus. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).